Manufacturer narrative:
H6: investigation summary: bd received 8 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for clotting was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for clotting was not observed. All tubes filled as expected and all results were normal. Analytical testing and visual inspection of the returned, retained, and control tubes did not confirm the reported defects. Bd was unable to confirm the customers¿ indicated failure, clotting, because the defect was not evident in the testing of the retained and returned lot samples. Visual evaluations of both retain, return, and control samples for clotting demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® 9nc buffered trisodium citrate plus blood collection tubes, the device experienced blood clotting. The following information was provided by the initial reporter. The customer stated: we recently received a few citrate tubes in the lab that contain completely clotted blood, with a 'gel-like' substance on top. We inquired with the person who took the sample and there had been no calamities during the collection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc buffered trisodium citrate plus blood collection tubes, the device experienced blood clotting. The following information was provided by the initial reporter. The customer stated: we recently received a few citrate tubes in the lab that contain completely clotted blood, with a 'gel-like' substance on top. We inquired with the person who took the sample and there had been no calamities during the collection.